Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that there was noise on all ECG channels (intracardiac and ablation) on the carto 3 and the recording system and an ¿ECG disconnected¿ error displayed on the carto 3 system. The ECG patch connections were checked and the ablation cable was exchanged with a new one with no resolution. The issue was resolved by exchanging the webster cs catheter with auto ID technology to a thermocool sf nav uni-directional catheter and the case resumed. Long after the catheter was exchanged to a thermocool sf nav uni-directional catheter, the patient¿s blood pressure dropped after going transseptal and an intracardiac echocardiography (ice) confirmed a pericardial effusion. A pericardiocentesis was performed and 250 cubic centimeters (cc) of fluid was removed. The patient was stabilized and under observation. On (B)(4), received additional information requested from bwi representative stating that the outcome of the patient was a full recovery. The physician¿s opinion regarding the causality of this event was procedure related.

Manufacturer narrative:
(B)(4) are related to the same event. The report for the pericardial effusion will be documented and submitted under (B)(4); while for the noise signals malfunction will be documented and submitted under (B)(4). Concomitant bwi products: product: carto 3 system; us catalog # fg540000; serial # (B)(4). Product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow irrigation pump; us catalog # cfp002; serial # (B)(4). Product: webster cs catheter with auto ID technology; us catalog # d135303; lot # unknown. Product: soundstar 3d diagnostic ultrasound catheter; us catalog # sndstr10g; lot # g3017624. Product: pentaray nav high-density mapping catheter; us catalog # d128204; lot # unknown. (B)(4).